Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl. Customer was in the critical care unit blood glucose up to 400 mg/dl and 400 mg/dl at the time of incident. Customer treated with insulin shot and intravenous insulin. Customer did not allege insulin pump was under delivering. Customer stated that they performed displacement test and prime test and both these test passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.